Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was cracked and unresponsive. Additionally, it was reported that an unknown malfunction alarm occurred. Customer's blood glucose level ranged between 86-87 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.